Event description:
It was reported that the 9800 system had a stator error message. The laser aimer was off and the power cord was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The motor relay, power cord, and laser aimer battery holder were replaced during the service call. The system was tested and found to be working as intended and put back into service.